Event description:
It was reported that the doctor was pushing hard on the scope while stepping on the pedal, the fiber broke and burned her finger through her glove. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is known risk associated with this device type/procedure and it is noted as such in the instructions for use.

Event description:
It was reported that the doctor was pushing hard on the scope while stepping on the pedal, the fiber broke and burned her finger through her glove. The procedure was completed with another device. There were no patient complications.